Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was deployed in the laa of the patient. The deployment was too proximal and during the tug test the device was pulled into the left atrium. The physician was attempting to fully recapture the device in the usual manner with the system still clicked in place and re-sheathing the device into the access system. The physician was not successful in their attempts. The device seemed to get caught in something despite multiple attempts at recapture. It was noted that the tip of the delivery sheath at the level of the marker, appeared to be a bit deformed and canted to the marker of the access sheath. Further tugging created a kink in the outer was. Multiple wires were placed inside the sheath in an effort to straighten it, this was not successful. After multiple manipulations, the device suddenly was released from the core wire into the left atrium. At this point the closure device was released and floating in the left atrium. The physician attempted to snare the device with no success, and eventually the device got caught in the mitral apparatus and moved into the left ventricle. The patient was transferred to the operating room where the device was removed surgically. The patient was noted to have no damage to their mitral apparatus and was stable following these events.

Manufacturer narrative:
H6: impact code of f19, surgical intervention added.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was deployed in the laa of the patient. The deployment was too proximal and during the tug test the device was pulled into the left atrium. The physician was attempting to fully recapture the device in the usual manner with the system still clicked in place and re-sheathing the device into the access system. The physician was not successful in their attempts. The device seemed to get caught in something despite multiple attempts at recapture. It was noted that the tip of the delivery sheath at the level of the marker, appeared to be a bit deformed and canted to the marker of the access sheath. Further tugging created a kink in the outer was. Multiple wires were placed inside the sheath in an effort to straighten it, this was not successful. After multiple manipulations, the device suddenly was released from the core wire into the left atrium. At this point the closure device was released and floating in the left atrium. The physician attempted to snare the device with no success, and eventually the device got caught in the mitral apparatus and moved into the left ventricle. The patient was transferred to the operating room where the device was removed surgically. The patient was noted to have no damage to their mitral apparatus and was stable following these events.